Event description:
This pt experienced a thrombotic event 26 months after having a cypher stent placed in the proximal lad. This was treated with re-ptca and the placement of additional 3.0 x 20mm, 3.0 x 8mm, and 3.0 x 12mm taxus stents. The pt did not survive this event. Note: this product is not distributed in the us; however, it is similar to a united states distributed product.